Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Also, it was found to be dislodged and exhibited high pacing threshold. This rv lead was explanted. No additional adverse patient effects were reported.